Event description:
This is a spontaneous case report received from a consumer of unspecified age via news article in united states on 14-jul-2015 who had essure (fallopian tube occlusion insert) inserted. She stated that was in pain all the time. Follow-up from 24-jul-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 12-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in (B)(4) 2015 (FDA reference number (B)(4)). Consumer reported that she was permanently injured by essure. She states that she had no left fallopian tube and informed that the left coil was forced in and pushed outside of her uterus. She started experiencing pain at approximately 6 months after implantation ((B)(6) 2010). The pain on her lower left abdominal area was constant but it would get unbearable when she ovulated. Her other symptoms, that started after essure, included nausea, vomiting (that resemble morning sickness), increased anxiety (with full blown panic attacks), dental problems, extremely heavy periods, and horrible menstrual cramps. Consumer also reported that she had numerous ultrasounds and two hysterosalpingogram tests and yet doctors couldn't tell that she had no fallopian tube. Consumer was implanted in (B)(6) of 2010. Her first surgery to remove the coils was in (B)(6) of 2014 and, the doctor that did the removal, left metal fragments in her uterus, which caused her to have a second surgery. On (B)(6) of 2014 a total hysterectomy was performed. Follow-up received on 28-aug-2015: ptc assessment updated without major changes. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert)inserted and had left coil forced in and pushed outside of her uterus. First surgery to remove essure was made removed approximately 4 years after insertion. However, the physician left metal fragments in uterus and she required a second surgery, a total hysterectomy. The events, interpreted as uterine perforation and device breakage, are listed in the reference safety information. In this particular case, the uterine perforation occurred during insertion. Although, it is stated that the physician forced the coil in, a causal relationship between essure procedure and the uterine perforation cannot be excluded. It is not clear when the essure broke. However, considering the nature of this event, the device breakage is regarded as related to essure. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 06-may-2016. A legal claim was received. Plaintiff was implanted on or about (B)(6) 2010 (discrepant with information previously provided). After being implanted with essure, this plaintiff began to suffer from severe pelvic pain, anxiety, and extreme menstrual changes. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this is a spontaneous case identified during monitoring of postings on an FDA hosted docket website, and became legal upon receipt of a legal claim. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had left coil forced in and pushed outside of her uterus. First surgery to remove essure was made approximately 4 years after insertion. However, the physician left metal fragments in uterus and she required a second surgery, a total hysterectomy. Uterine perforation is a listed event in the reference safety information for essure and device breakage was considered anticipated upon receipt of the product technical analysis. In this particular case, the uterine perforation occurred during insertion. Although, it is stated that the physician forced the coil in, a causal relationship between essure procedure and the uterine perforation cannot be excluded. It is not clear when the essure broke. However, considering the nature of this event, the device breakage is regarded as related to essure. This case is regarded as incident since a device removal was required. Further information will be obtained through the litigation process.